Event description:
A 6 mm diameter x 30 mm length bridge assurant biliary stent was inserted for use in a patient for treatment of a right iliac artery stenosis in 2002. Percentage of lesion stenosis is unknown, and the lesion was not pre-dilated. Moderate calcification of the arteries was reported. As the stent was being advanced to the lesion site, the stent became trapped as the balloon continued to advance, dislodging the stent onto the delivery system. The physician pulled the delivery system back to the tip of the sheath and removed the delivery system. The physician unsuccessfully attempted to pull the stent into the sheath by inflating a low-pressure 5 mm balloon. A 6 mm diameter x 40 mm length bridge assurant stent was inserted through the dislodged stent and was successfully deployed at the lesion site. The stent was surgically removed. The patient's status is unknown. The stent delivery system has been received by medtronic ave, and its analysis is pending.

Event description:
Medtronic ave has received the device for returned goods investigation and analysis has been completed. The device was returned without the sent. No kinks or bends were noted on the catheter. The balloon does not appear to have been inflated and evidence of footprints are noted. Based on the investigation performed it is not possible to determine the cause of the stent dislodge.